Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was elevated. Reportedly, the customer uses humalog insulin and changes the cartridge every 2-3 days. During troubleshooting with tandem technical support, customer acknowledged that humalog has been tested for up to 48 hours and cartridge would be changed.

Manufacturer narrative:
(B)(6) 2014 followup: customer changed the cartridge and no further occlusion alarms occurred. The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.